Event description:
I was informed that impella was defective and leaking at the connection and removed from the pt. The pt was brought to the cath lab for an impella insertion. When the original impella catheter was inserted, the connection was leaking and they could not get the pressure to rise. The rep from abiomed determined the catheter was defective. The catheter was removed and a new one was inserted without incident. The rep took the catheter with him to be evaluated by the company.